Event description:
Elderly male with pmh of hiv, diabetes type 2, hypertension, coronary artery disease came to the ed with a 6-week history of shortness of breath with worsening dyspnea and chest pain on exertion. He vomited twice in the ed and each time had increased work of breathing and hypoxemia. He was resistant to intubation but consented after the second emesis. The patient was given standard medications to obtain an acceptable rass score. Shortly after, he lost his pulse. Rosc was soon achieved. The patient lost his pulse again and rosc was again achieved. A nurse bumped his alaris IV pump that was infusing epinephrine and it lost connectivity with the channel and shut down. The patient again arrested, and rosc was achieved. He was transferred to the ICU and arrested a fifth time. The patient arrived in respiratory distress and was resistant to intubation. He may have aspirated twice and consented to intubation after the second emesis. He went into cardiac arrest five times ending in death. A nurse bumped his IV pump causing it to disconnect from the channel infusing epinephrine and a cardiac arrest occurred. The alaris pump and channel did not securely connect due to missing and malfunctioning parts.